Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the cuff would not inflate during patient use. Additional information was provided "the anesthesiologist was inflating the blue pilot balloon with a syringe while listening for the leak to disappear at a pressure being held at 20cmh20. The leak never disappeared, but the blue pilot balloon visually had a lot of pressure in it"

Manufacturer narrative:
(B)(4). The sample associated to this report was received and the customer reported issue could not be duplicated.  We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.